Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the brake casters will set into brake and not roll, but will ratchet around. No pt impact.